Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the cassette following treatment, fluid was noticed inside the cycler. Pt had no ill effects. As of this writing, a sample has not been returned to the manufacturer.